Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix l/p (device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix l/p (device #2). An additional emdr was submitted to represent the bard/davol composix mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #3). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol composix(device #1) and an unspecified bard/davol composix l/p (device #2). On (B)(6) 2015:the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #3). The patient had subsequent surgical intervention due to the hernia mesh device (s) (device #1, device #2 and device #3). The patient is making a claim for an adverse patient outcome against the composix (device #1), the composix l/p (device #2) and the ventralight st (device #3)..